Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic partial gastrectomy procedure, the device anvil detached and bent. Another device was opened to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two photos of devices. The devices were observed to be tilted and separated from the tubing¿s. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.